Event description:
A peritoneal dialysis (pd) nurse reported on (B)(6) 2014, the pt was diagnosed with peritonitis. The pt had been complaining of abdominal discomfort and was seen by her md and pdrn at the clinic. The pt had affluent drainage during manual drains. Cultures and antibiotics were prescribed and the pt was sent home. It was relayed by the (pd) nurse that the pt is non-compliant with her treatments and has equilibrium issues. Repeat visits had been performed by the pd nurse for teaching aseptic technique. The md who had evaluated the pt stated that the peritoneal growth suggests aseptic technique and touch contamination. The pt was treated with fortaz 1 gram for two doses.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.